Event description:
It was reported there was debris in the sterile package. The product was not used per the surgeon¿s discretion. The product is available for return; however, the ¿hairs¿ have been discarded. No known impact r consequence to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D1: allen medullary cement plugs 1-16 mm diameter flange/8 mm diameter core store in cool dry place. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual evaluation of the provided photo and returned product found no hair-like debris. It was noted by the reporter that the hair-like debris had been discarded. The device has been modified with cut marks along the circumference of the device by the hospital staff. It is noted that these cut marks were made to visually identify the device as non-usable. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for the reported part and part lot combinations. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.